Event description:
Hosp staff were treating a pt in full arrest. Reportedly, the device would not deliver the countershock to the pt. A back up device was obtained and treatment was continued. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's lack of viability.